Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not function properly/does not work. There was no reported patient injury. There were no visible signs of device/package damage prior to use. The procedure was a transfemoral cerebral angiography (tfca). The deployer is experienced in exoseal. Other procedural details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not function properly/does not work. There was no reported patient injury. There were no visible signs of device/package damage prior to use. There was no difficulty connecting the unknown vascular sheath introducer with the exoseal vcd. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and unknown vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. The procedure was a transfemoral cerebral angiography (tfca). The deployer is experienced in exoseal. Other procedural details were requested but were not provided. One non-sterile exoseal vascular closure device 5f was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation and the indicator wire was found retracted. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white and red position. During this visual analysis no additional anomalies were observed to be reported. The guard locking simulation could not be performed because the unit was received already locked and fully deployed. The functional deployment simulation evaluation could not be performed, as the unit was received fully deployed. A high magnification evaluation was performed on the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the returned device since the device was received fully deployed. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. It is not possible to determine what factors exactly may have contributed to this issue experienced by the customer, especially since the received condition of the device did not match the description provided by the customer as it was received fully deployed with full transition of the window. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.